Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was under-sensing premature ventricular contractions (pvc) resulting in bi-ventricular (bi-v) pacing into the repolarization period. The lead was capped and replaced. No patient complications have been reported as a result of this event.